Event description:
Unable to infuse or aspirate catheter. Patient was sent to x-ray; the catheter had fractured and embolized.

Manufacturer narrative:
The complaint was confirmed. The 4fr s/l per-q-cath tubing was broken at the 5 cm depth mark. The cross section of the break was granular. There was no evidence of any manufacturing related defects. The exact cause of the break is unknown.